Event description:
Product in question broke when removing from the hub of a PICC line. The plastic male luer of the adapter broke off remaining in the PICC line. This incident resulted in replacing a new PICC line in the pt.

Manufacturer narrative:
No product returned, lot number unk.